Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to device migration. X-rays reviewed by physician revealed that there does not appear to be sufficient slack in the lead wires and that the generator may have migrated towards the pt's back. The pt had previously reported a decrease in seizure activity but was experiencing burning pain, a sensation of shortness of breath and sometmes nausea with stimulation approximately two months prior. The pt's generator was implanted in axillary area but the device was in the normal place, so the pocket is larger than most pts'. Neurosurgeon indicated that it would take the pt longer to heal than most pts due to the fact that he had to go through more muscle and tissue to get the device implanted. The pt reported severe pain and tenderness in left axillary and left upper chest area after washing the car. There was no report of drainage, bruising or signs of infection at that time. Treating neurosurgeon felt at that time that the pt's pain was a result of normal postoperative healing. The pt was seen by treating neurologist approximately two weeks later at which time, lead test had to be interrupted due to excruciating pain in the pt's left arm. X-rays at that time revealed that the device appeared to be intact and that the generator had not moved. The pt reported severe left arm pain approximately every 40 minutes throughout the night on that same day. The pt was seen again by neurologist the next day at which time the device was interrogated and reprogrammed to prescribed parameters. The pt reportedly tolerated the settings well and was no longer experiencing difficulty breathing or nausea with stimulation. Treating neurologist indicated that the aforementioned events had resolved and that the pt was fine. It was later reported that the pt was scheduled for revision surgery due to possible device migration. The original surgery date was cancelled by the pt due to a problem with their children. A new surgery date has not yet been scheduled. Additionally, it was reported that the pt had severe seizure activity the day after vns implant surgery with injuries to the left upper chest after chin/head dropped. Excessive device migration could cause a lead break resulting in loss of therapy. Investigation to date has been unable to determine whether the generator was properly secured during the initial implant procedure or whether the system may have been damaged during the seizure that the pt experienced the day after implant surgery.